Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . It was reported via web self-service that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced syncope due to hypoglycemia 3 times in 24 hours. Details of additional events are captured in separate complaints. The patient had syncope, when the cgm was reading 120 mg/dl and the blood glucose reading was 30 mg/dl. The patient's spouse treated the patient with carbohydrates and the patient recovered after treatment. There was no documentation of additional medical intervention for this episode. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.